Event description:
The rptr obtained back to back (rapid succession) blood glucose results two mins apart. Results were 112 mg/dl and 159 mg/dl. The rptr stated that he does not check the confirmation dot nor compare it to the color chart. He did not have control solution. The rptr is on the onset regimen of insulin; he does not adjust to meter readings. He alleges no harm.